Event description:
A peritoneal dialysis (pd) patient contact reported that the patient is currently hospitalized due to peritonitis. Follow-up documentation from the patient¿s pd registered nurse (pdrn) revealed the patient awoke confused on the morning on (B)(6)2024, and unable to remember how to disconnect from therapy. The patient was brought to the emergency room by emergency medical services and was admitted. Although the details of the hospitalization are largely unknown, the pdrn stated the patient received a hemodialysis (hd) catheter (not a fresenius product) on (B)(6)2025 and transitioned to hd for rrt. As of (B)(6)2025, the patient is awaiting discharge to a rehabilitation facility and is recovering from the serious adverse events. The pdrn attributed causality to a possible touch contamination event, when the patient awoke and was unable to remember how to disconnect from the liberty select cycler. The pdrn stated the patient¿s attempts at removing caps, unscrewing the extension set, and/or completing treatment while remaining confused was the likely cause. The patient¿s culture and laboratory results were requested; however, they have not been received by the pdrn at the time of this report.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contact reported that the patient is currently hospitalized due to peritonitis. Follow-up documentation from the patient¿s pd registered nurse (pdrn) revealed the patient awoke confused on the morning on (B)(6)2024, and unable to remember how to disconnect from therapy. The patient was brought to the emergency room by emergency medical services and was admitted. Although the details of the hospitalization are largely unknown, the pdrn stated the patient received a hemodialysis (hd) catheter (not a fresenius product) on (B)(6) 2025 and transitioned to hd for rrt. As of (B)(6) 2025, the patient is awaiting discharge to a rehabilitation facility and is recovering from the serious adverse events. The pdrn attributed causality to a possible touch contamination event, when the patient awoke and was unable to remember how to disconnect from the liberty select cycler. The pdrn stated the patient¿s attempts at removing caps, unscrewing the extension set, and/or completing treatment while remaining confused was the likely cause. The patient¿s culture and laboratory results were requested; however, they have not been received by the pdrn at the time of this report.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of confusion and peritonitis, which required hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, and transition to hd for rrt. The pdrn attributed causality to a possible touch contamination event, when the patient awoke confused and unable to remember how to disconnect from the liberty select cycler. The pdrn stated the patient¿s attempts at removing caps, unscrewing the extension set, and/or completing treatment while remaining confused was the likely cause. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Per the documentation from the pdrn, there was no report the serious adverse events were caused by a fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.